Event description:
The user noticed a sudden change in hearing performance with the device. The user currently describes an altered sound perception characterized by _noises_.The user was re-implanted.

Manufacturer narrative:
Conclusion: Device investigations did not reveal any device defect or problem which is expected to have been present whilst implanted. The device was not providing benefit to the patient very likely due to an active electrode migration into the middle ear for unknown reasons, considering the most basal channels were having increased impedances whilst implanted. Mechanical damages found are attributable to the removal surgery. This is a final report.

Manufacturer narrative:
THE DEVICE HAS NOT BEEN EXPLANTED. IF IT SHOULD BE EXPLANTED, IT SHOULD BE RETURNED TO THE MANUFACTURER FOR EVALUATION. WHEN AVAILABLE, A DEVICE FAILURE ANALYSIS WILL BE SUBMITTED AS A FOLLOW UP REPORT.

Event description:
THE USER NOTICED A SUDDEN CHANGE IN HEARING PERFORMANCE WITH THE DEVICE. THE USER CURRENTLY DESCRIBES AN ALTERED SOUND PERCEPTION CHARACTERIZED BY _NOISES_. RE-IMPLANTATION IS CONSIDERED.